Manufacturer narrative:
Additional information: during innominate vein angioplasty, it was not possible to release the protege stent by pullback, even after carrying out all the steps to prepare it correctly. With great difficulty, it was possible to remove the shaft. The target vessel was 6" subclavian and innominate vein. The thumbscrew/lock-pin was checked for securement prior to procedure. The device was safely removed from the patient. The procedure was not completed successfully with the replacement stent. An additional angioplasty was necessary. Image analysis: nine still images were returned for analysis. Image 1 - this image shows information in a language that is not english and therefore can not be interpreted. Image 2 - this image shows information in a language that is not english and therefore can not be interpreted. Image 3, image 4 and image 6 - these images show the packaging of a protege device. Image 7 - this image shows a protege device, from the image provided the stent from the protege device is seen to be partially deployed. Image 5 - this images shows the protege device in its shelf carton. Image 8 and image 9 - this image shows the protege device in its shelf carton, from the image provided the stent from the protege device can be seen to be partially deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: nine still images were returned for analysis. Image_01 - this image shows information in a language that is not english and therefore can not be interpreted, the product details and lot number of the device. Image_02 - this image shows information in a language that is not english and therefore can not be interpreted. Image_03, image_04 and image_06 - these images show the packaging of a protege device. Image_07 - this image shows a protege device, from the image provided the stent from the protege device is seen to be partially deployed. Image_05 - this images shows the protege device in its shelf carton. Image_08 and image_09 - this image shows the protege device in its shelf carton, from the image provided the stent from the protege device can be seen to be partially deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the serp65-14-80-120 protege gps stent, several issues were encountered. The event took place in the left subclavian artery, which had a severe degree of tortuosity, a chronic total occlusion of 100% and a lesion length of 80mm. The patient had two previously implanted stents in an unnamed left artery. During the procedure, the pull-back system was not functioning properly, and partial stent deployment occurred. Resistance was encountered when advancing the device, although no excessive force was used. The lesion was pre-dilated using a 12/40 non-medtronic device. The stent was not successfully deployed and was subsequently removed and replaced with another one. No patient complications have been reported as a result of this event. The patient is scheduled to undergo a new angioplasty procedure.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin mechanism loosened and a portion of the stent was observed to be exposed, the stent was confirmed as 80mm from the strain relief, approx 17mm of the stent was exposed from the device, a kink was observed on the inner nylon spline, which measured approx. 33mm from the distal tip end, (photo 4). A 20cc water filled syringe was used to flush the device and the water flushed through both the annual spaces, an in-house 0.014¿ guidewire was used for guidewire loading check, and it was able to advance through the device, the stent was deployed manually by advancing the push grips, the stent was examined, confirmed as 80mm and no abnormality was noted, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. Witness marks were noted on the stainless steel hypotube approximately 29mm and 31mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was tightened in manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.